Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pace impedance was steady at 650 ohms through (B)(6) 2014 then rises/varies out of range (> 1500 ohms) starting (B)(6) 2014. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). An average of 530 v-sic occurred over 26 days between (B)(6) 2014. Five non-sustained (nst) episodes with v-v intervals <(><<)>220 ms occurred on (B)(6) 2014. A lead failure predictor triggered on (B)(6) 2014 for v-sics and nsts.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiologic sensing and noise. The lead was reprogrammed. One week later, the patient underwent an ep study and received an ablation procedure. The oversensing continued and the lead was capped and replaced. No patient complications have been reported as a result of this event.